Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported a right side mammogram and implant rupture. Healthcare provider confirmed. Healthcare provider provided an operative report which reported "breast asymmetry, right breast capsular contracture, desire for larger implants." Upon explant right side was intact". The device has been explanted.

Event description:
Healthcare provider later reported "right side capsular contracture, baker grade ii/iii".

Event description:
Patient reported a right side mammogram and implant rupture. Healthcare provider confirmed. Healthcare provider provided an operative report which reported "breast asymmetry, right breast capsular contracture, desire for larger implants." Upon explant right side was intact". Healthcare provider later reported " right side capsular contracture, baker grade ii/iii". The device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a